Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) is used to capture osteomyelitis and bone injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pfs alleges unable to walk without assistance, unable to perform many activities of daily living or recreation, ongoing depression, anxiety and sleeplessness.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. The surgeon performed a revision total left hip arthroplasty after placement of prostalac on (B)(6) 2020. Litigation alleges an application of crouton allograft to acetabulum and greater trochanteric hip fracture. An open reduction and internal fixation was done on the left greater trochanteric hip fracture utilizing a competitor cable plate. It was also indicated that there was a deficient medial wall and anterior wall. The surgeon also removed new fibrous tissue from the femoral head. The patient was implanted with aml stem, acetabular liner, femoral head and pinnacle cup. Doi: (B)(6) 2012. Dor: (B)(6) 2012; left hip.